Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2004 and a mesh was implanted. It is reported that the patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. She had a lysis of adhesions performed on (B)(6) 2004, due to vaginal adhesions and dyspareunia. And she underwent a mesh removal surgery on (B)(6) 2009 by dr (B)(6). No additional information is provided at this time.

Manufacturer narrative:
Date sent to the FDA: (B)(4) 2012. (B)(4) dyspareunia. (B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of two medwatches being submitted as two devices were involved in this event. See medwatch 2210968-2012-04509. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat pelvic organ prolapse. It was reported that the patient had a concurrent procedure of a hysterectomy performed during mesh implantation.

Manufacturer narrative:
Date sent to FDA: 01/03/2017. (B)(4). It was reported that following insertion the patient experienced scar tissue, urinary retention, urinary incontinence, urgency, and emotional distress.

Event description:
Details: it was reported that following insertion the patient experienced scar tissue, urinary retention, urinary incontinence, urgency, and emotional distress.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted. Concomitantly the patient underwent a transvaginal hysterectomy.